Manufacturer narrative:
The pump was received with a compromised force sensor system alarm at 4.0lbs due to a faulty force sensor resistor. The pump had a cracked display window corner, a scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that last night before she went to sleep, she was running out of insulin. Customer's blood glucose was 390 mg/dl. Customer went to change the reservoir and it went to prime. Customer then received a compromised force sensor system alarm and stated that the pump was counting. Customer reported that the pump is not working due to there being no insulin.